Event description:
It was reported that after removal of the catheter a hole was noticed below the ingrowth. The hole is bigger now as the catheter was changed via the wire.

Manufacturer narrative:
The complaint of a hole in the catheter was confirmed, and the cause appears to be user related. The 5.5 fr groshong catheter was received in two segments. The cross sections of the adjoining ends of the catheter were microscopically examined and were noted to be glossy and striated, which is consistent with a sharp instrument cut. A leak was detected in the distal catheter segment 0.3 inches proximal to the cuff. A microscopic exam of the leak site revealed that the adjoining surfaces were glossy and striated, which is indicative of a sharp instrument cut. The hole was reportedly detected after the catheter was removed. No leaks were reported during use of the catheter. The hole was most likely created during removal. The product IFU cautions, "do not grasp the catheter with any instrument that might sever or damage the catheter. Do not cut the catheter before removal from vein to avoid catheter embolism." A chr was not completed since the lot info was not provided by the complainant.